Event description:
Patient reported the nebulizer is no longer working right and goes in and out. Unknown if patient missed a dose, or had any adverse events. Unknown if patient has defective device on hand if needed for return. Unknown if md is aware. No further information was provided.